Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the erroneous result and accompanying data flag, it was likely the sample was inadvertently tested with a 1:100 dilution. However, this could not be verified as the data was no longer available from the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable troponin t result for one patient sample. The initial result from a manually programmed sample was 1.0 ng/ml with a data flag which was reported outside the laboratory. The same patient had another sample drawn four hours later and the result was <0.010 ng/ml with a data flag. The customer then questioned the result for the first sample. Upon repeat testing, the result was <0.010 ng/ml with a data flag and a corrected report was issued. The repeat result was believed to be correct. The patient was not adversely affected. The troponin t reagent lot number was 17328701 with an expiration date of 07/31/2014. The field service representative checked the system but could not find a cause. He ran a successful precision check.